Event description:
Sparking from the ox4 monitor occurred during setup and it was observed that the cable was frayed. The cable was replaced and the unit functioned satisfactorily. While the incident occurred in the or where oxygen was in use, no harm or patient ill effects were sustained.